Event description:
It was reported that the left ventricular lead dislodged. Attempts to reposition the lead were unsuccessful. The lead was explanted and replaced. The patient was stable post procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.